Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation- fallopian tubes'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced urticaria ("hives"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain ("pain- pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal haemorrhage ("abnormal bleeding (vaginal)`"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of allergy to metals ("nickel allergy"), back pain ("pain- back"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, the last episode of allergy to metals, migraine, dermatitis allergic, psychological trauma, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, pelvic pain, back pain, menorrhagia, abdominal pain, vaginal haemorrhage and nausea had resolved and the headache, urticaria, dysmenorrhoea, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urticaria, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy noted in the date of insertion per newly received pfs (B)(6) 2011 previous summons 2012, (B)(6) 2012 (discrepancy noted) . Discrepancy noted in the dates of removal: (B)(6) 2018 and (B)(6) 2018. Patient had received treatment for migraine, pain- pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), general abnormal bleed, allergy-rash/skin condition, nickel allergy, breakage, psych injury, migration, perforation- fallopian tubes and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (vaginal), anxiety, hives, bladder or urinary problems or changes, , nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain were added. Event outcome were updated.lab data were added.fu 4 and 5 were added. On 8-oct-2019: quality safety evaluation of ptc.fu 4 and 5 were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation- fallopian tubes'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), migraine ("migraine"), pelvic pain ("pain- pelvic"), back pain ("pain- back"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dermatitis allergic ("allergy-rash/skin condition"), psychological trauma ("psych injury"), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, allergy to metals, migraine, dermatitis allergic, psychological trauma and headache outcome was unknown and the genital haemorrhage, pelvic pain, back pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dermatitis allergic, device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in the date of insertion per newly received pfs (B)(6) 2011 previous summons ??-???-2012. Discrepancy noted in the dates of removal: (B)(6) 2018 and (B)(6) 2018. Patient had received treatment for migraine, pain- pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), general abnormal bleed, allergy-rash/skin condition, nickel allergy, breakage, psych injury, migration, perforation- fallopian tubes and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events migration, perforation- fallopian tubes, breakage, nickel allergy, migraine, pain- pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), general abnormal bleed, allergy-rash/skin condition, psych injury, headaches and the patient did not undergo confirmatory test. Outcome for the events pain- pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), general abnormal bleed updated to recovered / resolved. Patient dob added. Reporter information, product indication and insertion date updated. On (B)(6) 2019: fu2 and fu3 processed together. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.